Manufacturer narrative:
According to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user reported hearing an unusual noise including rapid change in frequencies when slight pressure is placed on the implant site. The surgery which was planned for the (B)(6) 2020 was postponed. Due to current situation (covid-19) no new date is scheduled at this time.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user reported hearing an unusual noise including rapid change in frequencies when slight pressure is placed on the implant site. The user was re-implanted

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hearing an unusual noise including rapid change in frequencies when slight pressure is placed on the implant site. The user will discuss with the clinician to determine the next steps.